Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) received and investigated the subject device. [Investigation result] since the subject device was tested with the video processor (otv-300) owned by omsc, it could not duplicate the reported phenomenon. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Cause] the root cause of the reported phenomenon could not be identified. While it could not duplicate the reported phenomenon at the investigation, it was reported that the reported phenomenon had been occurred multiple times at the user facility. Omsc considered there was the possibility this phenomenon was attributed to a communication failure due to the film which was formed on the electrical contacts of the video connector of the subject device and the reported phenomenon might have occurred temporarily. The film on the electrical contacts of the video connector might have occurred due to insufficient drying after cleaning. In addition, it was probable that the reason why the reported phenomenon could not duplicate the reported phenomenon by omsc and olympus service operation repair center (sorc) did not duplicate was that the temporary communication failure was resolved because sterilization / cleaning was performed at the time of returning. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the scope connection error occurred when the camera cable of the subject device was shaken at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.